Event description:
Philips received a complaint from the biomedica engineer, reporting that the v60 ventilator was not working, when the device was unplugged from the ac (alternating current). When the device is unplugged from the wall outlet, the device loses power, and powers off. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer was provided with a quote for repair; however, the customer cancelled, the quote and the record was closed with no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.